Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to blood glucose levels of approximately 900 mg/dl. The mother stated that the customer was at a party prior to the event, and the infusion set tubing got caught on a doorknob, pulling the set from the customer's body. The customer didn't know that the set had been pulled out. Suggested to the mother to have the customer try shorter tubing. Also explained how to loop the tubing and tape it to the body to avoid the set pulling off in the future. Nothing further was reported.